Event description:
It was reported that the patient had charging issue with the ipg. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device was discarded at the hospital.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately during summer of 2022.